Event description:
The customer reported that a nut and washer had fallen out from underneath the stretcher during transit. There was no patient involvement and no adverse consequences were reported.

Manufacturer narrative:
The customer reported that the stretcher has now been taken out of commission until it is inspected and repaired. The customer is unsure of the serial number and does not know where exactly the nut and washer came from.